Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at the follow-up visit the right ventricular (rv) capture/threshold showed an increase.the pace/sense portion of the lead was replaced and the high voltage coils remain in use. No patient complications have been reported as a result of this event.